Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a ventricular fibrillation (vf) episode. The device delivered anti-tachycardia pacing (atp) and shock therapy as programmed. At times, the therapy had no impact on the arrhythmia, but some shocks did appear to break the arrhythmia for a few seconds before it started up again, including the last delivered shock before therapy was exhausted. The only anomaly observed was the high, out-of-range shock impedance measurement of greater than 145 ohms for the final shock, which was delivered in reversed polarity. A code 1005 was recorded due to this measurement. All previous shocks were delivered in initial polarity and had impedance values ranging from 69-72 ohms. At this time, it was suspected that the increase in impedance was due to cardiac tissue death. There were no allegations against the device or that it contributed to the patient's death. Technical services reviewed the available data and the episode. There was little to no atrial electrical activity, the device was sensing what signals it could sense on the rv channel, the shock channel was agonal in nature, all suggestive of a dying heart. A preceding non-sustained ventricular tachycardia (vt) episode that was stored minutes before the therapy episode showed similar observations where there was no atrial activity and the shock channel was agonal in nature. Shock impedance measurements (B)(6) were stable and within normal range, confirming that the increase in impedance at the last delivered shock was most likely related to the patient's condition and not an issue with the ICD or rv lead. The therapy episode was also reviewed by boston scientific's medical safety team. It was determined that the device and lead did not contribute to the patient's death, as the shocks were temporarily effective. It appears the patient experienced an arrhythmic storm. The device and lead were not expected to be explanted post-mortem.